Event description:
It was reported that during a cholecystectomy procedure, as the jaw was closed, the clip could not be fed into the jaw. The clip did not fall into the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged feeder shoe the analysis results confirmed that one device was returned for analysis in good visual condition and non-functional has the device would not properly feed the clips. The device was tested for functionality and it fired 4 conforming, 1 with gap and 2 advancer bypass the device was disassembled to examine the condition of the internal components; the feeder shoe drive tab and the ratchet pawl were noted to be damaged no conclusion could be reached as to how the feeder shoe drive tab became bent, causing the clips not to properly advance. A batch record review was performed and no anomalies were found during the manufacturing process.